Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. The device was received with the adhesive pad partially attached to the bottom housing. Inspection of the adhesive pad's welds found them incomplete. This failure of the adhesive welds can be confirmed as the cause of the reported dislodged and adhesive failure events.

Event description:
It was reported the patient's blood glucose levels (bg) rose to 399 mg/dl, while wearing the pod longer than 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge. As treatment, the patient gave a correction bolus of 8 units and changed out the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.